Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak during pd treatment. There was an air detected in cassette warning in fill 1 of 4. Treatment was stopped and fluid was seen inside the pump module and on the external of the cassette. The patient was advised to follow up with the pd nurse. In a follow up, the pd nurse verified the fluid leak event. The patient did not have any harm, intervention or adverse event due to the fluid leak event. The patient did get a new cycler and is using it with no further issues. The cycler is available to return for analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak during pd treatment. There was an air detected in cassette warning in fill 1 of 4. Treatment was stopped and fluid was seen inside the pump module and on the external of the cassette. The patient was advised to follow up with the pd nurse. In a follow up, the pd nurse verified the fluid leak event. The patient did not have any harm, intervention or adverse event due to the fluid leak event. The patient did get a new cycler and is using it with no further issues. The cycler is available to return for analysis.